Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; ubd: 25-feb-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 500mcg/ml of gablofen at 74mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient's pump kept flipping and it caused the catheter to twist in the pump pocket. The event date was provided as (B)(6) 2019. The patient noticed their spasticity was getting worse. The old catheter was explanted and a new catheter was implanted on (B)(6) 2019. It was reported the explanted catheter was in the possession of the hospital and the facility planned to return the explanted device to the manufacturer. The surgeon initially thought the patient had an infection and was going to explant everything but the sent for a stat swab during the surgery and it came back negative for organism so they decided to keep the pump and replace only the catheter. The pump was placed deeper, under the fascia. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter found the catheter body had significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was flipping because the patient had excess skin and the pump was lose and flipping. Factors that may have caused or contributed to the pump flipping included patient anatomy. No further complications were reported or anticipated.